Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve procedure, the surgeon noted anomalies with the seal/cut capability while sealing the short gastric along the stomach. He would activate, seal and the tissue would not transect, even after the tone change. This continued to happen even after a second and third activation. This was after he had already sealed of vein on the lower part of the spleen. While exchanging instruments he noticed a pool of blood in the pelvic area and traced it back to the pulsating, bleeding vein from the spleen which he had sealed earlier. The device had only been used ten minutes to that point in the procedure. Patients own blood was transfused using cell-saver. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Batch #n90a3e. The device was returned with the tissue pad damaged, melted and 100% present. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. It is possible that the damaged tissue pad could have affected the device cutting and sealing performance. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). The event log submitted for gen11 serial number (B)(4) was examined to ad in the complaint investigation the log contained 38 sequences, 11 of these sequences were for ace +7 instruments. Of these 11 sequences 1 sequence show an alert, for the purpose of this review only this sequence analyzed. Nothing unusual was noted in any of the sequences using an ace +7 devices that would indicate any issues with instrument or generator. Sequence #36: generator was powered up; ace +7 device hp[0]-2e1006404a, inst[0]5a50475e28. Inst[1]a5a040f360 was attached; the log shows numerous activations followed by one alert for ¿maintain full jaw closure¿ which occurs when the device is not fully clamped when attempting to use the hemo activation button; subsequently run for numerous activations after without incident; instrument was unplugged and power was removed.